Event description:
During a cryoablation procedure in (B)(6), it was noted that the patient had elevated st segments in the inferior leads of the ECG. The ECG returned to normal soon after and the patient recovered from the procedure well. The operator of the device had not been aspirating and flushing the flexcath steerable sheath upon catheter exchanges.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.